Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: unknown, product type: lead. Product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown; product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had back surgery in february and got the leads moved. Pt was told not to use it until they got the ins reprogrammed and figured out on what to do with the leads. Before they were removed, pt had not used their ins for a month. Pt said they had it on one setting to let them go to sleep. Patient services was documenting reported event of getting the leads moved.